Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709, lot# j11161r17, implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration via an implantable pump for intractable spasticity and post-spinal cord injury. On (B)(6) 2017, it was reported that the patient's system was explanted due to infection. Additional information was received on (B)(6) 2017 from the hcp via the rep. It was reported that the rep was called in for a pump replacement "add on". The patient presented with increased spasticity and the physician decided to replace the pump and potentially the catheter. The surgery occurred on (B)(6) 2017. The rep reported that as soon as the pump site was opened up, puss was present. The hcp decided to explant the entire system as a safety measure. The pump had no events associated with it as the logs had been read prior to the operation. The hcp believed that the increase in spasticity was due to the presence of infection, and not due to the device. The entire system was discarded by the facility. No additional complications were reported.